Event description:
The surgeon reported via the sales rep, that during a revision of an accolade stem and trident cup, alval wear of the components was identified. The surgeon reported that alval wear was confirmed when an analysis was completed. It is unk who this analysis was completed by.

Manufacturer narrative:
Associated device: trident psl ha cluster: 50 mm, cat# 542-11-50e, lot# 28885201. A supplemental report will be submitted upon completion of the investigation.